Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation - the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays, operative reports, pathology as well as patient history and follow up notes are required to complete the investigation for determining a root cause. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly on or about (B)(6) 2015 the patient was implanted with and lfit anatomic cocr v40 femoral head on his/her left hip and was revised on (B)(6) 2016. It is further alleged that he/she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his/her blood.